Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of capture and a loss of sensing noted on the right atrial (ra) lead. Diagnostic imaging was performed, and no anomalies were noted. Lead provocative testing was performed, and no anomalies were noted. The device was reprogrammed and the patient was stable with no consequences.